Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive esc, act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button. Also, moisture damage on motor, vibrate motor and electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error and esc button was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was exposed to moisture. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.